Event description:
The user facility reported that during a patient procedure, one of the four table floor lock foot pads were not firmly in contact with the floor and caused their 4085 surgical table to rock. No report of injury. The procedure was completed successfully.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and was unable to reproduce the reported concern of table floor lock not making contact with flooring. Upon inspection, the technician found that the table to be functioning correctly without issues noted. As a proactive measure, the technician replaced one of the four floor lock cylinders of concern, tested the table, confirmed it was operating according to specification, and returned it to service. No additional issues have been reported.